Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/17/2016 that on (B)(6) 2016, there were no continuous glucose monitor (cgm) values displayed. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.